Event description:
It was reported that intra-operatively, the threads of three vitality closure tops and one vital mis screw stripped during insertion. A second screw and fourth plug were used to complete the surgery, and there was no patient impact, however there was a 20 minute delay to the procedure. This is report three of four for this event.

Manufacturer narrative:
D4: the remainder of the UDI number is unknown because the lot number is not available. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore, the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2025-00171 through 3012447612-2025-00174.

Manufacturer narrative:
H6: additional method code: 4109. Additional information in h6: investigation type, findings, and conclusions. Device evaluation: the device was not returned, however images were provided which show three closure tops have stripped threads. Root cause: this event could possibly be attributed to cross threading of the closure top during assembly with the screw and rod. DHR review: the lot number was not reported and the device was not returned, therefore a DHR review is unable to be performed. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that intra-operatively, the threads of three vitality closure tops and one vital mis screw stripped during insertion. A second screw and fourth plug were used to complete the surgery, and there was no patient impact, however there was a 20 minute delay to the procedure. This is report three of four for this event.